Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? In event description indicates "the needle is popping off sutures mid procedure" could you please confirm if the issue occurred-intra op? Could you please provide event day and procedure date? Was the surgery delayed due to the issue? Was the surgery completed successfully? Could you please inform if there any patient consequence or injury? Could you please confirm how many devices were involved in the reported issue? What is the correct lot numbers? Device return follow up. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During the procedure, the needle separated from the suture mid procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2020 corrected information: d10 as no sample was returned for evaluation, we are unable to investigate further to the issue of ¿the needle is popping off sutures mid procedure. The manufacturing records couldn¿t be reviewed as the batch number is unknown.